Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported the patient was due for a bolus at 1510 but the personal therapy manager (ptm) would not deliver a bolus. It was noted the patient saw the bolus denied message with error code 8474. No alarm was heard from the pump. No patient symptoms were reported. It was later reported a critical alarm was occurring and confirmed by telemetry. Safe state had occurred. A reset occurred ¿ low battery. It was noted they were trying to get a replacement scheduled for (B)(6) 2015. It was further reported the catheter and pump were replaced on (B)(6) 2015. It was later noted the pain was controlled well with the patient¿s current pump settings. The drug being delivered via the device system was fentanyl. If additional information is received, a follow-up report will be sent.